Event description:
A surgeon reported that, while in a spine procedure, the last screw, and last turn of the screw, the tip of the 5,5/6.0 solera driver broke off. The surgeon stated that "we were using hydroxyapatite (ha) coated screws and increasing screw size, likely the force caused the driver tip to break". The tip was removed from the screw, and the patient, without damage to the screw. The surgeon completed the procedure with the use of the navigation system. There were no complications and no impact on patient outcome.

Manufacturer narrative:
No parts have been returned to manufacturer for analysis. As stated by the surgeon reporting this event, root cause is likely use of force. A medtronic representative at the site reported the same.